Event description:
Correction right ventricular (rv) lead was explanted and replaced.

Manufacturer narrative:
Correction: b5 and h6 for additional surgery.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance and mode switch on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.